Event description:
It was reported that after pairing a new dexcom g7 continuous glucose monitor (cgm) sensor, the ilet displayed signal loss while the dexcom mobile app continued to show glucose readings, indicating a communication issue between the cgm and the ilet rather than a sensor failure. No adverse clinical symptoms reported. Outcomes included no change in therapy, no medical intervention, and no hospitalization. User support included remote troubleshooting and user education, including re-entering the pairing code and advising on reconnection time. Investigation of this case revealed a likely transient loss of bluetooth communication between the ilet and the sensor, consistent with device-to-device connectivity interference or delayed re-pairing. It was concluded, based on previously established findings for similar reports, that the cause was user-device interface and environmental factors affecting wireless communication.

Manufacturer narrative:
Initial.